Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-9233 serial/batch number (B)(6) was received for investigation. Functional testing could not be conducted because the device was received in a damaged condition. Upon visual inspection, it was determined that the distal end of the pegged glenoid guided broach anvil had broken off and was not submitted for investigation. The device exhibited significant wear and tear. The reported condition is most likely caused by overstressing a device damaged naturally and inevitably because of normal wear or aging.

Event description:
On 07/15/2024, it was reported by a sales representative via sems-(B)(4) that an ar-9233 guide broach broke. This occurred during a case they were still able to complete the case with no issue. No additional information was provided, and additional information has been asked.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.